Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
On (B)(6) 2022 the doctor reported an adverse event for a patient that had been operated on, on (B)(6) 2022. He expresses that the material suffered fatigue and so the implant had to be removed and replaced.

Event description:
On 08-apr-2022 the doctor reported an adverse event for a patient that had been operated on, on (B)(6) 2022. He expresses that the material suffered fatigue and so the implant had to be removed and replaced.

Manufacturer narrative:
The reported event could be confirmed, since the broken plate is visible on the received x-rays. The affected device was not returned for evaluation, therefore no inspection was possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The complaint was forwarded to medical affairs for review with following feedback: "the x-ray shows a very unfavourable fracture at the transition from the middle to the distal third of the phalanx. The plate size (1,7mm) was chosen correctly and there are no obvious technical mistakes visible. However, due to the distinctly straight fracture line it came to a hypertrophic non-union and in the end failure of the plate. This failure can be seen as patient related due to the very unfavourable fracture pattern." Based on investigation, the root cause was attributed to a patient related issue. The above described factors did finally lead to a fatigue failure of the plate. If the device is returned or if any additional information is provided, the investigation will be reassessed.